Event description:
The hospital biomed reported that the night staff were doing a daily shock test the unit shock equipment malfunction device error. The unit has passed the operational check test since. No pt involvement was reported.

Manufacturer narrative:
(B)(4). The UDI number for this device is (B)(4).